Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd microfine¿ ultra pen needles were unable to deliver medication during use. The following information was provided by the initial reporter, translated from dutch: "our patient uses microfine ultra pen needles but has complaints about this. She says that out of this package 1 out of 3 needles works well... The fluid (number of units) does not pass through the needle, on average at 1/3 needle our patient suffers from this."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary one open 32g x 4mm pen needle sample was returned from lot. No. 2123102, cat. No. (B)(4). Visual examination of the returned sample was carried out and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to determine the root cause. H3 other text : see h10.

Event description:
It was reported that 2 bd microfine¿ ultra pen needles were unable to deliver medication during use. The following information was provided by the initial reporter, translated from dutch: "our patient uses microfine ultra pen needles but has complaints about this. She says that out of this package 1 out of 3 needles works well... The fluid (number of units) does not pass through the needle, on average at 1/3 needle our patient suffers from this."